Event description:
International customer reported that the suture used to repair the rectus sheath broke five days following c-section. The patient was returned to surgery for repair.

Manufacturer narrative:
Date sent to the FDA: 07/19/2007. Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.